Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold. Perforation was suspected. The reported lead was replaced on (B)(6) 2024. The patient was in stable condition.